Event description:
A customer reported that the usb port showing signs of corrosion, making it difficult to connect the usb cable. There was no adverse impact to the customer¿s blood glucose level. The customer declined technical support follow-up and was in the process of obtaining a new device, as the current pump was out of warranty. No further information regarding the outcome of the event was available.